Manufacturer narrative:
Power error detected alarm in history file due to j6 connector resistance issue. Unit received with critical pump error and a broken force sensor was detected during seating or regular delivery error due to moisture damage to force sensor. During visual inspection, found corroded electronic stack and corroded motor home switch. Unable to perform self test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to critical pump error. Unit passed active current measurement test, sleep current measurement test and displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the their insulin pump had a power error detected alarm. The customer¿s blood glucose was 110 mg/dl. Troubleshooting steps were provided for power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Notification light did not immediately stop flashing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.